Manufacturer narrative:
It was reported that the table allegedly drifts down and will not stay in position. A stryker field service technician (sfst) went onsite to meet with users and gather information on the reported event. The sfst ran cycle test and was unable to replicate the complaint. There was no patient involvement, injury or adverse consequence reported.

Event description:
It was reported that the table allegedly drifts down and will not stay in position. There was no patient involvement, injury or adverse consequence reported.